Event description:
Pt complaining of increased pain in rt middle finger as the rt attempted to attach oximeter to oxy tip sensor. On removal of sensor the rt found one of the metal prongs had broken through the underside into the pt's finger. Left a pin hole puncture wound in pt's finger.